Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the instrument jammed shut after stapling and sectioning. Two other instruments were used to repair the suture, one underneath and one on top.